Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional four proglide devices are being filed under separate medwatch reports.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using proglide devices. Reportedly, five proglide sutures broke and "no identifiable flap was visible on angiogram". The method of achieving hemostasis was not reported. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Subsequent to the initial medwatch report, it was found that this is a duplicate of an incident that was previously reported under MFR#2024168-2019-02522. All information, evaluation, and unique device identification# is conserved under MFR#2024168-2019-02522.

Event description:
Subsequent to the initial medwatch report, during a case review it was found that this is a duplicate of an incident that was previously reported under MFR#2024168-2019-02522. All information and evaluation is conserved under MFR#2024168-2019-02522.